Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated the weld is broke where the front riggings affix to the chair on the right side.